Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h6 (type of investigation, investigation findings, investigation conclusions). Based on the information available, the complaint was unable to be confirmed, a definitive root cause cannot be conclusively determined. An edwards defect has not been confirmed. The subject device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The subject device successfully passed visual inspections for graft tears and loose particulates. No additional similar complaints were identified related to the manufacturing lots associated with the subject complaint. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from a retrospective clinical trial that a patient with a 27mm 11060a konect resilia aortic valved conduit (avc) exhibited bleeding and tamponade requiring reoperation for reintervention on the graft only on pod #1. The device remained implanted. On pod #8, patient had a tte which demonstrated aortic mean gradient of 8 mmhg, eoa 2.6 cm2, and lvef of 55%. The patient was discharged to an acute care hospital on pod #18. On 1-year follow-up CT, it showed no abnormalities.